Event description:
It was reported that after a supply change the ilet user experienced hypoglycemia, treated it with glucose gel, juice, and food, then ate breakfast without announcing. The user subsequently had creamy tomato soup for lunch, after which blood glucose rose to a peak of 352 mg/dl and later measured 289 mg/dl. The event was characterized as a usage issue related to improper or incorrect procedure and user interface interactions. Symptoms included hyperglycemia and polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving overtreating hypoglycemia, with user interface factors contributing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.